Event description:
Boston scientific received information that the during an elective device replacement, high pacing impedance measurements with loss of capture and sensing were observed on the right atrial (ra) lead upon pre-implant interrogation. A review of the patient data revealed that out of range impedance measurements had already been observed several years ago. There was also a history of loss of capture and low p wave amplitude. The lead was disconnected from the new device and tested with a pacing system analyzer (psa) with the same measurements. The physician believed the lead was fractured though it was not confirmed visually. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.